Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2018. Before proceeding to implant the device, the nurse opened the mesh whose outer packaging was sealed and when opened appeared without the sealed container. The surgeon was not in a position to implant it. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An opened box with a plug and top foil of product code: uplug401, lot #: le8ddxp1 were returned for analysis. The patch and other section of foil was not received for evaluation. During the visual inspection of top foil, showed excessive manipulation and multiples holes on the wrinkles; consistent with excessive manipulation. The seal area was examined visually and it was noted to be complete and no damaged or wrinkles were present. Also, in the visual inspection of the plug no defects or damage were observed. Due to the sample condition received, it could not be determined what may have caused the reported incident.